Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that during procedure, when the neuroradiologist fitted the subject coil into the microcatheter, "rupture" was felt in the microcatheter. The subject coil was removed which had broken off in the microcatheter before deploying it. The physician also removed the microcatheter on the assumption that pieces of the subject coil was still inside, and the microcatheter efiloched during removal. No additional information is available.

Event description:
It was reported that during procedure, when the neuroradiologist fitted the subject coil into the microcatheter, "rupture" was felt in the microcatheter. The subject coil was removed which had broken off in the microcatheter before deploying it. The physician also removed the microcatheter on the assumption that pieces of the subject coil was still inside, and the microcatheter efiloched during removal. No additional information is available.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.